Manufacturer narrative:
The generator was tested and found to function properly and within all specifications. The cause of the self-activation was not identified. The device history search indicated that components were replaced in june, 1996 as preventative measures for a self-activation that was not duplicated. The opto-isolators 1-8 and associated capacitors on the rf output board were replaced as preventative measures.

Event description:
The customer is reporting that the generator is self-activating. No pt involvement.